Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded high out of range right ventricular (rv) impedance measurements of greater than 2,000 ohms. Additional information was provided that the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.